Event description:
Post-injection pain to the right knee (arthralgia). Right knee inflammation (arthritis). Right knee redness (erythema). Right knee swelling (joint swelling). Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a male patient, age and initials not provided. The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with intra-articular synvisc one (hylan g f 20) injection in both knees (dosage regimen not provided). The lot number for synvisc was not provided. The same day, the patient experienced post-injection pain, inflammation, redness and swelling in right knee. On an unspecified date in 2012, the patient received cortisone to treat the pain. Synvisc one dose was unchanged. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc one and all the events was not provided by the reporting physician.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.